Event description:
It was reported that the patient developed an infection at the abutment site and was prescribed oral antibiotics (date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.